Event description:
It was reported that the pump detected a blockage problem. The patient left untouched and warning went off.

Manufacturer narrative:
H3, h6: the device used in treatment was returned for evaluation. Photos were provided for review. A relationship between the reported event and device could be established however a root cause could not be determined. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable root cause kinks, leaks and blockages in the vacuum circuit, or a component failure. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.